Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the torque limiting handle/quick release-6mm hex coupling (p/n: 321.133, lot #: 4877089) was received. Upon visual inspection, no defects were identified with the returned device. Functional test: the functional test was performed on the returned device by techomet. The highest and low torque of the device was measured and is within the specified torque range. Hence, the device passed testing during the torque test. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. Investigation conclusion: the complaint condition was unconfirmed for the torque limiting handle/quick release-6mm hex coupling (p/n: 321.133, lot #: 4877089). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 321.133; synthes lot # 4877089; supplier lot # 541413k04; release to warehouse date: 22 oct 2004; supplier: beere precision medical instruments. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H11 corrected data: d10. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during testing at service and repair, the torque limiting t- handle failed in calibration. There was no patient involvement. This report is for one (1) torque limiting handle. This is report 1 of 1 for complaint (B)(4).